Event description:
It was reported that a patient received an unstageable pressure injury after staying on an isoflex gel mattress. Attempts are being made to gather more details regarding the injury from the user facility.

Manufacturer narrative:
Upon investigation, it was found this report is a duplicate of MFR report#: 0001831750-2022-00264. Please see MFR report#: 0001831750-2022-00264 for regulatory determination and investigation details.

Event description:
It was reported that a patient received an unstageable pressure injury. Upon investigation, it was found this report is a duplicate of MFR report#: 0001831750-2022-00264. Please see MFR report#: 0001831750-2022-00264 for regulatory determination and investigation details.